Event description:
Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the emergency room with pauses in pacing that were approximately 2 seconds. It was also noted that the patient has had five ventricular tachycardia (vt) episodes over the past 3 months since this lead was revised. The patient reported feeling a "jump" prior to the pauses in pacing. Boston scientific technical services (ts) were consulted and discussed performing a complete follow-up as well as troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.